Event description:
The customer reported that during set-up, the alarm has power and that some of the wires in the sensor outlet appear frayed. There was no patient contact reported.

Manufacturer narrative:
(B)(4) - sensor wires, frayed. Evaluation: results: evaluation of the returned product shows the alarm powers on and that one of the pins in the rj-11 receptacle is lifted upward (bent) when compared to the model test standard. There's a continuous alarm tone when using a sensor pad. The magnet function works properly. Manufacturer references file #(B)(4).